Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: reporter name and address: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from the patient's eye in a secondary procedure and replaced with a monofocal lens. The lens was replaced as the patient was suffering from severe glares and halos and could not take the diffractive properties of the lenses. No other issues were present that caused an issues with the lens. There were no surgical complications. No other information is available.